Event description:
A report was received stating that during use of the listed tracheostomy tube, the patient experienced respiratory distress and was "coding." The clinician believed the patient's tube may have occluded, therefore, the clinician performed an immediate replacement of the patient's tracheostomy tube. The clinician reportedly tested the removed device to find that the cuff did not fully inflate. It is unknown if this is the cause of the patient event. No permanent adverse effects to the patient were reported.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.